Event description:
It was reported that two months post implant; the lead required repositioning as a result of dislodgement. During the repositioning procedure, the physician observed blood inside the lead body insulation. As a result, the lead was explanted.

Event description:
Two months post implant,the lead required repositioning.during the procedure,the physician observed blood in the lead body insulation.as a result,the lead was explanted.